Event description:
It was reported bd protector p14j leaked. The following information was provided by the initial reporter: this is a report about leakage from the protector. The customer reported as follows: when drawing the drug solution using the protector at the position of the vial top and the syringe down, the hcp noticed the leakage from the side surface of the protector. The drug used is bevacizumab (pfizer).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-28. H6: investigation summary samples received for investigation, the product was visually inspected, no damage or defects were observed on the protector housing or needle. The functional test was completed, the liquid inside the syringe could flow into the vial and back into the syringe without any problem. No leakage was identified outside the protector, however, liquid was observed inside the expansion chamber. If the protector is used more than once, liquid can accumulate and oversaturate the filter. This oversaturation would create a pressure that would prevent proper air release to the expansion chamber. The same effect can occur if liquid accumulates on the inside face of the rubber stopper of the ampoule, the overpressure could then create a leak in the expansion chamber. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. A review of the device history was performed for the reported lot 2009101 no deviations or nonconformances were identified during the manufacturing process that could have contributed to this problem. Based on the quality team's investigation, we are unable to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd protector p14j leaked. The following information was provided by the initial reporter: this is a report about leakage from the protector. The customer reported as follows: when drawing the drug solution using the protector at the position of the vial top and the syringe down, the hcp noticed the leakage from the side surface of the protector. The drug used is bevacizumab ((B)(4)).